Event description:
Healthcare professional reported left side pain, ¿mastalgia,¿ edema, ¿fluid retention,¿ and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, one opening curved on the radius, brown and white particles on the gel and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one striated opening on the radius. Based on the device analysis the final assessment is: - one striated opening assessed as surgical damage consist in the use of some surgical tool. - missing shell due to inconclusive. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side pain, ¿mastalgia,¿ edema, ¿fluid retention,¿ and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side pain, ¿mastalgia,¿ edema, ¿fluid retention,¿ and capsular contracture, baker grade iii. The device has been explanted.